Event description:
Customer reported the act button on her insulin pump was stuck. Customer's blood glucose was 273 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer also reported having trouble rewinding her insulin pump. The customer declined to troubleshoot. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).